Event description:
It was reported that 353 days after a coronary drug eluting stenting treatment procedure the patient expired. Target lesion 1 was 15mm long and was identified in the mid left anterior descending (lad) with 70% stenosis and a 2.5 mm reference vessel diameter. The target lesion was treated with predilatation and placement of a 2.5 x 16 mm taxus express2 study stent. Residual stenosis was 0%. There was in-stent restenosis of the rca treated with angioplasty. Residual stenosis was 10%. The patient was discharged the next day on aspirin and plavix. Three hundred and fifty three days after initial procedure the patient expired. In the opinion of the physician the cause of death was coronary artery disease and hypertension (per death certificate). No autopsy was performed and no additional information is expected.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.